Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, system performance data was provided. Review of returned performance data showed the device was in service application mode and not delivering therapy. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's drg ipg cannot be paired with the patient or clinician controllers following an elective surgical procedure. Reportedly, the abbott representative present during the procedure turned surgery mode on, but after the procedure the representative was not able to communicate with the ipg and the clinician programmer. The representative attempted to pair the patient's ipg multiple times, but was not able to pair it successfully. A review of the patient's drg system logs indicated the ipg was in the service application or unresponsive state. The patient's drg ipg was replaced with a new one and the issue resolved.